Event description:
It was reported the patient's lead had migrated and the lead was successfully repositioned on (B)(6) 2013. It was also reported there were no patient symptoms or injuries related to this event. No further information was reported. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3986a-25, lot# 0206124515, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the patient had experienced persistent symptoms due to the migration.